Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a printed circuit (qb) board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had no serial digital interface 1 image and had a faulty printed circuit board. In addition to the reportable malfunction, the bezel was cracked and damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor was damaged on the bottom right hand corner, maybe cracked. It was not displaying correctly, flickering in and out, and giving a double image, with a snow-flake pattern and extra color block. The customer was unable to see what was going on with the scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a printed-circuit board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.